Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin was squirting out from the insulin pump during prime process. The customer was disconnected during the prime process. No numbers appeared on the screen of the device and no beeps were heard. The customer tried with different infusion set. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to faulty force sensor. The device was received with minor scratched display window, cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.